Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 07/09/2016 alleging a power issue with damage to the battery compartment. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09/13/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/17/2016 with the following findings: during investigation, a review of the pump¿s black box showed pump reboots had occurred. A visual inspection of the pump showed multiple cracks in the battery compartment. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on with the returned battery cap and no power loss or power interruptions occurred during testing. The pump was removed and no intermittent condition was found to the power printed circuit board. Unrelated to the complaint, investigation revealed a display lens crack in the upper right corner. Also unrelated to the complaint, the audio bolus button was torn, however, the button responded appropriately to button presses.